Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device. The reported condition was duplicated and confirmed. Evidence indicates this was due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that it was observed that the motor drill device "did not seat the burr correctly". It was unknown to the reporter if the device was used in surgery or if the alleged malfunction was discovered during pre-check.  It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available.  It was unknown if injuries or medical intervention were reported.  The exact event date was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.